Event description:
Boston scientific received information that this left ventricular (lv) lead had a check lv alert when the patient's system was interrogated. The cause of the actual alert was not reported. The field representative had indicated that the cardiologist stated that the impedances were high at implant and after the patient was check the impedances were reported to be normal. At this time, we are unable to rule out an intermittent lead issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.